Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Previous testing was performed on (B)(6) 2024 with an unknown brand and generated a positive result. Although requested, unable to confirm if the positive result was performed with a binaxnow self-test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Previous testing was performed on 16nov2024 with an unknown brand and generated a positive result. Although requested, unable to confirm if the positive result was performed with a binaxnow self-test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.